Event description:
Patient reported they have untreatable spinal stenosis leg pain. Boston scientific procedure not effective. Patient was inquiring about medtronic stimulation therapy for chronic pain. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).